Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD was implanted on (B)(6) 2017, 5076-58 lead was implanted on (B)(6) 2003, h605m27 heart ring was implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited poor atrial signal and considerable under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.